Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert and presented in clinic. Also, the patient noticed diaphragm pacing. Upon interrogation, the device was found in backup mode. The device was restored which also resolved the diaphragm pacing. The patient was in stable condition.